Event description:
The caller reported the pt's tracheostomy tube failed last week. The balloon failed and was not holding air and burst. The pt is a new tracheostomy pt, and is unable to change the tracheostomy tube himself, and required an emergency room visit to have it changed. The lot number is unk and the tube was discarded.